Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.7 inr; qc 2: 2.7 inr; qc 3: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
Relevant retention test strips (lot 368872) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter stated that they received discrepant results for one patient tested with coaguchek xs plus meter serial number (B)(4). Three samples were collected from three different fingers of the patient in succession and tested using the meter, resulting with values of 8.0 inr, 5.0 inr, and 5.0 inr. The pharmacist did not trust the 8.0 inr value and the patient was dosed based on the 5.0 inr value. No adverse events were alleged. The patient's therapeutic range is 2 - 3 inr. The reporter's product was requested for investigation and replacement product was sent to the reporter.